Manufacturer narrative:
(B)(4). Correction: the initial report was sent to the FDA.

Event description:
Information was received via medwatch report. It was reported the central venous line was noted to be dislodged from the patient. The sutures remained intact but the catheter migrated. New blood noted to site, md evaluated and reported the line and sutures intact. Upon reassessment, line was found to be completely out. The catheter was placed on (B)(6) 2016 and was found out of the patient on (B)(6) 2016. As a result, a peripheral IV was placed. There was no delay in treatment and no patient death or complications reported. The patient recovered and was discharged.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter migrated out of the patient could not be confirmed. One 2-lumen 4 fr x 5 cm catheter was returned. The sample showed evidence of use but no defects or anomalies were observed during visual examination under 10x magnification. The suture wings were intact and undamaged. The outside diameter of the catheter body was measured at .0567 inches. This meets the .056 +/- .002 inch requirement of the extrusion graphic. The instruction booklet directs the user to use the suture wings on the juncture hub to secure the catheter to the patient. The IFU cautions not to suture directly to the outside diameter of the catheter. Details of how the catheter was secured to the patient were not provided. A device history record review was performed and did not reveal any manufacturing related issues. No defects or anomalies were observed and the catheter body was found to be within dimensional specifications. No problem was found on the returned sample. No further action will be taken.